Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the piic failed to alarm for the patient in room 476 on (B)(6) 2018 between 20:00 - 21:30. : there was no harm reported associated with this event. A separate complaint against the bedside describes the patient related event